Event description:
It was reported that balloon rupture occurred. The target lesion was located in the vessel bellow the knee. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the vessel bellow the knee. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that the target lesion was 100% stenosed, moderately tortuous, and severely calcified.